Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error message occurred during aspiration. The target treatment area was in the iliac vein. An angiojet zelantedvt catheter was primed, according to instructions and advanced to the treatment site. The catheter was run for 40 seconds when it started giving a "check saline supply" error so the console was reset. The alarm/error was reset twice and it would only do one pump before it gave the error again. The device was removed, tried to prime it again but was unable to. The device counted down from 15 but it would just stop after one pump and reset. It was also noted there was some water in the full cavity area of the angiojet, so the device was exchanged for a solent omni. The procedure was completed with no patient complications reported . The patient had good results and is doing fine.